Event description:
It was reported that the pivot pin of the applier handle was so loose that it came out of the hole, prior to use on a patient. Therefore, the user stopped using the device.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument is purchased from aesculap/braun in germany and processed at the tecomet, inc kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2017 . The returned instrument was evaluated and found that the proximal to distal handle pivot screw is missing and the luer flush port cap is missing thus we are able to validate this complaint. We are unable to determine what caused the proximal to distal handle pivot screw to be missing from this device. All (B)(4) pc's from this lot were (B)(4) visually inspected and function tested prior shipment to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pivot pin of the applier handle was so loose that it came out of the hole, prior to use on a patient. Therefore, the user stopped using the device.